Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have diminished r-wave sensing, high capture thresholds. A micro-dislodgement was suspected on the rv lead. During the removal procedure, an unspecified helix rotation issue was noted. The rv lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, r wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was extended/bent/damaged and the inner coil in the connector region was over torqued due to procedural damage. Helix mechanism/extension length test was unable to be performed due to the damaged helix as received. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the bent/damaged helix. The reported events of unacceptable threshold and r wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.